Manufacturer narrative:
Sanofi company comment dated (B)(6) 2023: this case involves a patient who was having increased pain (right knee after 3rd injection), having more swelling (right knee after 3rd injection), had more fluid in the knee and fluid was aspirated from the right knee, after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.

Event description:
Fluid was aspirated from the right knee [arthrocentesis]. More fluid in the knee [injection site joint effusion] ([condition worsened]). Having increased pain (right knee after 3rd injection) [injection site joint pain] ([condition worsened]). Having more swelling (right knee after 3rd injection) [injection site joint swelling] ([condition worsened]). Case narrative: initial information received from united states on 26-jan-2023 regarding an unsolicited valid serious case received from a nurse. This case is linked to cases (B)(4). This case involves a 72 years old female patient who was having increased pain (right knee after 3rd injection), having more swelling (right knee after 3rd injection), had more fluid in the knee and fluid was aspirated from the right knee, with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment included synvisc with 4 times prior to this series. The patient's past medical history, vaccination(s) and family history were not provided. On (B)(6) 2023, the patient received first synvisc injection of the series in right knee. On (B)(6) 2023, the patient received second synvisc injection of the series in right knee. On (B)(6) 2023, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) injection in the right knee (lot - crsp012za, 30-jun-2025) (with unknown strength, dose, route, frequency) for osteoarthritis. Information regarding the batch number and expiry date was not available. On an unknown date jan-2023 after few days the patient was having increased pain (right knee after 3rd injection) (injection site joint pain and condition aggravated), having more swelling (right knee after 3rd injection) (injection site joint swelling, condition aggravated), more fluid in the knee (joint effusion; seriousness criteria: medically significant) and that the aspiration was done after the third injection from the right knee (aspiration joint; seriousness criteria: medically significant). It was reported that the fluid was sent off and was still awaiting culture. Action taken: not applicable for all the events. Corrective treatment: aspiration was done for the event (more fluid in the knee) and not reported for all the events. Outcome: unknown for all the events. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Event description:
Fluid was aspirated from the right knee/ 45 cc's of fluid build up on her knee [arthrocentesis]. More fluid in the knee/ 45 cc's of fluid build up on her knee [injection site joint effusion] ([injection site joint swelling], [injection site joint redness], [condition worsened], [injection site joint pain]). Back were achy and sore [back ache] right arm, back, and leg were achy and sore [pain in extremity] felt her bones were aching [bone pain]. Case narrative: initial information received from united states on 26-jan-2023 regarding an unsolicited valid serious case received from a nurse. This case is linked to cases (B)(6) (multiple devices suspect for the same patient), (B)(6) (cluster) and (B)(6) (duplicate). This case involves 72 years old female patient who developed more fluid in the knee/ 45 cc's of fluid build up on her knee, fluid was aspirated from the right knee/ 45 cc's of fluid build up on her knee, right arm, back, and leg were achy and sore and felt her bones were aching while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment included synvisc with 4 times prior to this series. The patient's past medical history, vaccination(s) and family history were not provided. On (B)(6) 2023, the patient received first synvisc injection of the series in right knee. On (B)(6) 2023, the patient received second synvisc injection of the series in right knee. On (B)(6) 2023, the patient received third synvisc (hylan g-f 20, sodium hyaluronate) injection in the right knee of strength: 16 mg/2 ml via intra-articular route (lot - crsp012za, expiry date: 30-jun-2025) (with unknown dose, frequency) for osteoarthritis. On (B)(6) 2023 after same day latency the patient was having increased pain (injection site joint pain), having more swelling (injection site joint swelling), more fluid in the knee (injection site joint effusion) and that the aspiration was done after the third injection from the right knee (aspiration joint). It was reported that the fluid was sent off and was still awaiting culture. The patient experienced severe/ lot of pain (injection site joint pain) more redness (injection site joint erythema) (condition aggravated) and swelling with 45 cc's of fluid build up on her knee (injection site joint effusion), she stated that her right arm, back, and leg were achy and sore (pain in extremity) (back pain). She received a series of three injections and the adverse events gradually increased. The doctor provided her with pain killers that were stronger than the ibuprofen she was previously taking and also administered a cortisone shot. The physician explained that the product could be a bad lot number. Symptoms were still present but gradually improving. Patient did not have lot number and expiration date but stated that she believed her provider already reported a possible bad lot number due to seeing this problem in several patients. Patient suspected a bad batch of the product. Patient stated that it felt her bones were aching. (Bone pain). It was unknown if the patient experienced any additional symptoms/ events. Action taken: not applicable for all the events. Corrective treatment: aspiration was done for the event (more fluid in the knee) and painkillers and cortisone shots, ibuprofen was received for rest of the events. Outcome: recovering for all the events. Seriousness criteria: medically significant from aspiration joint, injection site joint effusion. A product technical complaint (ptc) was initiated on (B)(6) 2023 for synvisc (lot/batch number: crsp012za expiration date: 30-jun-2025) with global ptc number: (B)(4). The sample status of the ptc was not received and the ptc stated: based on the complaint from intake team, there was no quality related defect that would pose as a malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. There were no in process issues noted for plungers during the process. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Customer sample was not available. Root cause could not be determined. Trend analysis: this was the 11th complaint for crsp012za. There are a total of 13 complaints for mother lot crsp012z and sub-batches. 100283971 secondary packaging missing unit 100293779 device leakage nos 100297040 hurting injection site / injection site inflammation 100297042 hurting injection site / injection site inflammation 100297044 hurting injection site / injection site inflammation 100297045 hurting injection site / injection site inflammation 100297046 hurting injection site / injection site inflammation 100297047 hurting injection site / injection site inflammation 100297048 hurting injection site / injection site inflammation 100297049 hurting injection site / injection site inflammation 100297050 hurting injection site / injection site inflammation 100297051 hurting injection site / injection site inflammation 100297999 syringe tip broken. Based on investigation, no CAPA required. Based on the complaint from intake team, there was no quality related defect that would attribute to a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without product lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA was required. The final investigation was completed on (B)(6) 2023 with summarized conclusion as no assessment possible. Additional information was received on 26-jan-2023 from other health professional from quality department: strength and ptc details added. Text amended accordingly. Additional information was received on 03-mar-2023 from the quality department. Ptc details was added. Based on information received on 03-mar-2023 "information on batch number was requested" line was removed from the narrative. Upon internal review on 02-jun-2023, all the information from the case (B)(4) (with csd of (B)(6) 2023) (to be deleted) has been merged in case (B)(4). The events of bone pain, pain in extremity, back pain and injection site joint erythema were added. Therapy dates was updated. Text amended accordingly.

Event description:
Fluid was aspirated from the right knee [arthrocentesis] more fluid in the knee [injection site joint effusion] ([condition worsened]) having increased pain (right knee after 3rd injection) [injection site joint pain] ([condition worsened]) having more swelling (right knee after 3rd injection) [injection site joint swelling] ([condition worsened]) case narrative: initial information received from united states on 26-jan-2023 regarding an unsolicited valid serious case received from a nurse. This case is linked to cases (B)(4)(cluster). This case involves a 72 years old female patient who was having increased pain (right knee after 3rd injection), having more swelling (right knee after 3rd injection), had more fluid in the knee and fluid was aspirated from the right knee, with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment included synvisc with 4 times prior to this series. The patient's past medical history, vaccination(s) and family history were not provided. On (B)(6) 2023, the patient received first synvisc injection of the series in right knee. On (B)(6) 2023, the patient received second synvisc injection of the series in right knee. On (B)(6) 2023, the patient received synvisc (hylan g-f 20, sodium hyaluronate) injection in the right knee of strength: 16 mg/2 ml (lot - crsp012za, expiry date: 30-jun-2025) (with unknown dose, route, frequency) for osteoarthritis. Information regarding the batch number and expiry date was not available. On an unknown date in (B)(6) 2023 after few days the patient was having increased pain (right knee after 3rd injection) (injection site joint pain and condition aggravated), having more swelling (right knee after 3rd injection) (injection site joint swelling, condition aggravated), more fluid in the knee (joint effusion; seriousness criteria: medically significant) and that the aspiration was done after the third injection from the right knee (aspiration joint; seriousness criteria: medically significant). It was reported that the fluid was sent off and was still awaiting culture. Action taken: not applicable for all the events. Corrective treatment: aspiration was done for the event (more fluid in the knee) and not reported for all the events. Outcome: unknown for all the events. A product technical complaint (ptc) was initiated on 26-jan-2023 for synvisc (lot/batch number: crsp012za expiration date: 30-jun-2025) with global ptc number: (B)(4). The sample status of the ptc was not received and the ptc stated: based on the complaint from intake team, there was no quality related defect that would pose as a malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. There were no in process issues noted for plungers during the process. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release.customer sample was not available. Root cause could not be determined. Trend analysis: this was the 11th complaint for crsp012za. There are a total of 13 complaints for mother lot crsp012z and sub-batches. 100283971 secondary packaging missing unit 100293779 device leakage nos 100297040 hurting injection site / injection site inflammation 100297042 hurting injection site / injection site inflammation 100297044 hurting injection site / injection site inflammation 100297045 hurting injection site / injection site inflammation 100297046 hurting injection site / injection site inflammation 100297047 hurting injection site / injection site inflammation 100297048 hurting injection site / injection site inflammation 100297049 hurting injection site / injection site inflammation 100297050 hurting injection site / injection site inflammation 100297051 hurting injection site / injection site inflammation 100297999 syringe tip broken.based on investigation, no CAPA required. Based on the complaint from intake team, there was no quality related defect that would attribute to a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without product lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA was required. The final investigation was completed on 03-mar-2023 with summarized conclusion as no assessment possible. Additional information was received on 26-jan-2023 from other health professional from quality department: strength and ptc details added. Text amended accordingly. Additional information was received on 03-mar-2023 from the quality department. Ptc details was added.

Manufacturer narrative:
Sanofi company comment dated 06-feb-2023: this case involves a patient who was having increased pain (right knee after 3rd injection), having more swelling (right knee after 3rd injection), had more fluid in the knee and fluid was aspirated from the right knee, after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.

Event description:
Fluid was aspirated from the right knee [arthrocentesis] more fluid in the knee [injection site joint effusion] ([condition worsened]) having increased pain (right knee after 3rd injection) [injection site joint pain] ([condition worsened]) having more swelling (right knee after 3rd injection) [injection site joint swelling] ([condition worsened]) case narrative: initial information received from united states on 26-jan-2023 regarding an unsolicited valid serious case received from a nurse. This case is linked to cases (B)(4) (multiple devices suspect for same patient) and (B)(4)(cluster). This case involves a 72 years old female patient who was having increased pain (right knee after 3rd injection), having more swelling (right knee after 3rd injection), had more fluid in the knee and fluid was aspirated from the right knee, with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment included synvisc with 4 times prior to this series. The patient's past medical history, vaccination(s) and family history were not provided. On (B)(6) 2023, the patient received first synvisc injection of the series in right knee. On (B)(6) 2023, the patient received second synvisc injection of the series in right knee. On (B)(6) 2023, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) injection in the right knee of strength: 16 mg/2 ml (lot - crsp012za, expiry date: 30-jun-2025) (with unknown dose, route, frequency) for osteoarthritis. Information regarding the batch number and expiry date was not available. On an unknown date in (B)(6) 2023 after few days the patient was having increased pain (right knee after 3rd injection) (injection site joint pain and condition aggravated), having more swelling (right knee after 3rd injection) (injection site joint swelling, condition aggravated), more fluid in the knee (joint effusion; seriousness criteria: medically significant) and that the aspiration was done after the third injection from the right knee (aspiration joint; seriousness criteria: medically significant). It was reported that the fluid was sent off and was still awaiting culture. Action taken: not applicable for all the events. Corrective treatment: aspiration was done for the event (more fluid in the knee) and not reported for all the events. Outcome: unknown for all the events. A product technical complaint (ptc) was initiated on 26-jan-2023 for synvisc (lot/batch number: crsp012za expiration date: 30-jun-2025) with global ptc number: (B)(4). Sample status of ptc was not available. The investigation was still in process. Additional information was received on 26-jan-2023 from other health professional from quality department: strength and ptc details added. Text amended accordingly.